Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator had lead assurance alert on (B)(6) 2018. The right ventricular oversensing was suspected; however, upon review, the problem was atrial pacing events that were causing some undersensing on the ventricular lead. Programming changes were made. The patient was asymptomatic to the event.